Manufacturer narrative:
Batch review performed on 17-jul-2024 lot 2345490: (B)(4) items manufactured and released on 29-jan-2024. Expiration date: 2029-01-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had a primary left knee surgery on the (B)(6) 2024 with the implantation of femoral and tibial components, insert and patella implant. Presently, on the (B)(6) 2024, the patient developed fever and elevated levels of crp were found. There is a suspicion of early infection. The surgeon revised successfully the tibial insert.